Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient "developed lumps at injection sites" after injection in the lips with juvéderm volbella® xc. Symptoms presented approximately 6 weeks after injection. Treatment is noted as four rounds of vitrase. It was noted that "lumps [are] almost gone."